Event description:
The wife of a (B)(6) male pt contact zoll customer support to report battery faults/charger faults. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery fault/charger fault) was confirmed. Upon evaluation, there was contamination on the battery board. The cause of the battery fault/charger fault is the contaminated battery board. The root cause of the contamination could not be positively identified. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.